Event description:
An endurant stent graft system was inserted in a patient for the endovascular treatment of a 7.6 cm in diameter abdominal aortic aneurysm approximately one month ago. Vessel morphology was reported as there was tortuous and little calcification. There was standard preparation with insertion of two sheaths in both femoral arteries. Wires were inserted; however, this was a little bit difficult because of the tortuous iliac arteries. The bifurcated stent graft was inserted without resistance. An angiogram was performed. When the delivery system was in the intended position the physician started to deploy the stent graft. After three stent rings were deployed a control angiogram was performed to confirm the right position of the stent graft. The stent graft position was fine, so the stent graft was further deployed up to where the contralateral limb was opened. Then the supra renal stent was deployed and there were no abnormality observed. Further deployment of the ipsilateral limb was performed. The device was rotated counterclockwise and was pushed up cranial. The tip capture was closed. The physician started to pull back the delivery device with the intention to close it (capture the tapered tip). At this time it was observed that two supra renal stents were entangled and that it was difficult to withdraw the delivery device because it was obstructed by the entangled stents. The whole device was pushed up in cranial position and was closed (tip and spindle captured). The device was successfully removed without resistance. The physician decided the evar was complete and then the physician wanted to see if it was possible to disentangle the stents. The physician used a reliant balloon in an attempt to disentangle the supra renal stents; however, this was not successful. The decision was made perform a control angiogram to see the result and if there was an endoleak. The control angiogram looked fine other than the entangled stents. The decision was made to accept the result. The operation was finished and the patient left the or in stable condition. No additional clinical sequelae were reported and the patient is fine. The review of returned films pre-implant show the proximal neck diameter approximately 26 x 28mm at the renals. The neck was moderately angulated in the a-p direction; the amount of angulation could not be determined (approximately 50 deg per the sizing worksheet provided). There is an 8cm aaa which contains significant thrombus. The iliacs are very tortuous. Implant angio's show no obvious stent graft or delivery system issues prior to suprarenal stent deployment. Following deployment, there is a single image showing 2 suprarenal stents on the right side which appear to be entangled. The aortic body is sharply angulated approximately 60deg and the guidewire is biased on the right side of the suprarenal aorta. Images during suprarenal stent release, delivery system removal, and tip recapture were not included with the films. No obvious endoleak was seen at completion angiogram. The exact cause of the entanglement could not be determined. It is possible that the angulated neck and tortuous iliacs may have contributed.

Manufacturer narrative:
(B)(4). Evaluation methods, results and conclusion: (films). (Removal difficulty). (Angulated neck and tortuous iliacs).

Event description:
The device was returned and the analysis has been completed. From the examination of the returned device and the clinical information provided, the exact cause of the stent graft entanglement could not be determined. The complaint is most likely anatomy related, which was reported as tortuous and calcified. A manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event.